Manufacturer narrative:
Siemens has requested instrument files and reagent lot information from the customer. The customer was unable to pull the required data themselves. Service will go onsite to retrieve the data. Investigation will commence once information is received. Per the epoc manual, "as per clsi c46-a, arterial blood samples are preferred for blood gas analysis. Variability in both capillary collection process and in capillary blood itself may affect test results for ph, po2, pco2, and calculated so2 of capillary samples." The cause of this event is unknown.

Event description:
The customer reported that they received a discrepant high ph on one patient on 9/9 compared prior testing on the same instrument on 8/12. There is no report of injury due to this event.

Manufacturer narrative:
Investigation has been completed. As per clsi c46-a, arterial blood samples are preferred for blood gas analysis. Therefore, reference ranges for arterial blood gases may not be directly applied to capillary blood gases, which was used by the customer. Variability in both capillary collection process (contact of the sample to air) and in capillary blood itself may affect test results for ph, po2, pco2, and calculated so2 of capillary samples. Review of in-house data at time of release and throughout product lifetime showed no evidence of discrepant bias on the ph sensor. Due to the limited data provided, definitive root cause for this event is unknown.